Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600s mg/dl to "high" and "symptoms of dka (diabetic ketoacidosis)"; nature of symptoms was not provided. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection and performed a supply change to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.